Event description:
It was reported "while nurse changed the biopatch at 7 days, the blue part of the device was sticking to the occlusive dressing and separating from the foam. There was no patient consequence reported, however the nurse felt this may potentially cause a catheter to pull out while trying to get the dressing off." Add'l info was rec'd on (B)(6) 2014. The insertion site of the catheter was the right upper arm. Aplicare skin prep was used. The skin prep was allowed to dry prior to the biopatch application. The biopatch was covered with medline transparent dressing. Biopatch has to be changed when the dressing is changed weekly. The blue skin side and foam separated when the dressing was taken off. There was no "premature pull out" but it was really difficult to separate.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.